Event description:
The complaint received states that during use the cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530 / g12973) failed to detach. In spite of more than 10 times of attempts; the coil (#171) could not be detached. The cable (#174) was also replaced during the attempts. The coil was removed finally. Before and after this coil; other coils were deployed with no problem using the same cable and dcb. There was no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530 / g12973) failed to detach. In spite of more than 10 times of attempts; the coil (#171) could not be detached. The cable (#174) was also replaced during the attempts. The coil was removed finally. Before and after this coil; other coils were deployed with no problem using the same cable and dcb. There was no report of injury for the patient. The coil was not returned. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted. Therefore; the root cause of the coil¿s non-detachment cannot be determined. In addition; without the return of the detachment control box (dcb) and the coil used in the procedure; it cannot be determined if these components contributed to the complaint event. It was stated in the detachment issue section on page 2 of the product complaint information report (pcir) that a predeployment electrical test was not completed. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable; turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section; located near the end of this document; before proceeding. ¿although not related to the complaint event; the v notch on the resheathing tool was fractured by the sheath¿s locking mechanism. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although not related to the complaint event; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the IFU recommends;¿ return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the product was received without the complaint coil attached. The complaint of detachment failure was not confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues and post procedural handling may have contributed to the reported event and the condition of the received device.